Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners caused more overcrowding of their teeth and made them worse. The aligners destroyed their mouth and cut off circulation to their gums. At check in patient marked true to discomfort, excessive bleeding, infection, blisters, sensitivity, not fitting, loose, jaw discomfort, crown, wisdom teeth and root resorption concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.